Event description:
"Code blue called on pt. Defibrillator placed on pt, device failed to sense defib pads resulting in no EKG read." The customer also reported that an ambulance crew arrived and took over care and treatment of the pt. The pt was not resuscitated. The customer indicated they did not know if the reported malfunction may have caused or contributed to the pt's death.